Event description:
It is being reported by the nurse that the pump does not alarm when there is a leak, or if the dressing is completely removed. The patient was not affected by this issue.

Manufacturer narrative:
Sample device was not returned for investigation, therefore a root cause could not be determined for this product. Device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. Cardinal health will continue to monitor and trend all similar reported product related issues.